Event description:
A doctor reported of an unhappy female patient who was implanted with a synergy intraocular lens (iol) on (B)(6) 2023. The patient stated she cannot drive at night, is miserable and that things are getting worse. The doctor indicated that the patient has some posterior capsular opacification (pco), but may need an exchange. No further information was provided.

Manufacturer narrative:
Section a2, a4, a5, a6: unknown/ not provided. Asku. Section b3: date of event: exact date is unknown/not provided. Best estimate date is on or after nov 20, 2023. Section d4: model number: the device model is unknown, not provided, but the best estimate is synergy lens. Section d4: catalog number: unknown, as the serial number was not provided. Section d4: serial number: unknown, information not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: UDI number: partial number provided as the serial number was not provided. Section d6b: if explanted; give date: not applicable as the device remains implanted. Section h4: device manufacture date: unknown, as the serial number was not provided. Device evaluation: the product testing could not be performed as the product was not returned (the lens remains implanted). The reported complaint cannot be confirmed. Manufacturing record review: manufacturing record review cannot be performed since the serial number is unknown. A complaint historical review of the manufacturing production order number cannot be performed since the serial number is unknown. Conclusion: no sample was returned, and the serial number is unknown, an investigation could not be performed, and no malfunction is confirmed. Attempts have been made to obtain missing information; however, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.